Event description:
As reported, during use with a disposable pressure transducer (dpt) (report ID: 2015691-2024-06098), in the morning, during further mobilization, the left femoral arterial catheters was noted bleeding. It was observed that the counter-pressure tubing (dpt) was not correctly screwed at the tap (stopcock). The luers were tightened and the leakage was solved. Later, during another patient mobilization, the left femoral arterial catheter, began to bleed again. It was noted that the screws (luers) of the counter-pressure pipe (dpt) were loose again at the tap for sampling (stopcock). The previous day (report ID: 2015691-2024-06097) the luer connector also loosened resulting in a blood leakage at the stopcock. During patient mobilization, there was evidence of arterial catheter leakage in the bed. It was noted the catheter closure system (luer) was not properly screwed at the tap (stopcock) being used for sampling on this dpt which was newly placed that same day. The two tubing connectors at the stopcock were tightened and the leakage was solved. Early that afternoon (1:30 p.m.), placement of three catheters for a maastricht 3 procedure: 1 x right femoral artery, 1 x left femoral artery and 1 x right femoral vein. As reported, this blood leak was in an already anemic patient who had already received two units of packed red cells and one unit of fresh frozen plasma. Additionally, loss of time for the department was reported, since it was necessary to change the patient three times due to the blood leakages.

Manufacturer narrative:
Updated section b5, h6 (type of investigation), h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Manufacturer narrative:
As per further review of the information received the event description was updated to: as reported, during mobilization of this patient with three catheters placed for a maastricht 3 procedure (1 x right femoral artery, 1 x left femoral artery and 1 x right femoral vein), the luer connector to the stopcock, that was being used for sampling, of these two disposable pressure transducers (dpt) got loose, resulting in blood leakage. Tightening the connection the issue was solved (report number 2015691-2024-06097). The next day, during further mobilization, the same issue occurred twice in the dpt connected to the left femoral artery catheter causing bleeding (report number. The issue was solved tightening the connections. Patient was already anaemic and had already received two units of packed red cells and one unit of fresh frozen plasma before this issue, but loose connections causing bleeding did not affect the maastrich procedure. Quantity of blood loss was unknown; as per customer opinion, there was loss of time while changing the sheaths the 3 times the kit got loose since the patient was in his blood. Corrected section h6 (health effect ), h6 (device code) initially it was reported that the patient was anemic and requiring blood and plasma transfusion due to blood leakage related to the device malfunction. However, it was clarified that the patient had already received two units of packed red cells and one unit of fresh frozen plasma before this issue. Loose connections causing bleeding did not affect the maastrich procedure nor patient condition. Leakage may occur for several root causes such as small cracks or connections not secured. It implies a small amount of fluid loss that is unlikely to result in an injury. This generally results in the need to exchange the device, which can be done with a minor delay in treatment or monitoring. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The product is not expected to be returned for analysis since it was discarded. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Related report ID: 2015691-2024-06097.

Event description:
As reported, during use with this disposable pressure transducer (dpt), the luer connector loosened resulting in a blood leakage at the stopcock. In the morning, during further mobilization, the left femoral arterial desilet was noted bleeding. It was observed that the counter-pressure tubing (dpt) was not correctly screwed at the tap (stopcock) again. The luers were again tightened and the leakage was solved. Later during another patient mobilization, the left femoral arterial desilet, again, began to bleed. It was noted that the screws (luers) of the counter-pressure pipe (dpt) were again loose at the tap for sampling (stopcock). As reported, these blood leaks were in an already anaemic patient who had already received two units of packed red cells and one unit of fresh frozen plasma. Additionally, loss of time for the department was reported, since it was necessary to change the patient three times due to the blood leakages. This was three times in less than 24 hours that the kta equipment including the counter-pressure tubing kit had the issue. Patient demographics have been requested. The device was not available for evaluation.